Event description:
Pt states that cap for batteries and cap where syringe goes is broken and would like her pump replaced. Pt uses a cadd ms3 pump. It is unknown if the problem fault occurred while in use with a patient. The product issue did not cause or contribute tp pt or clinical injury. Sn # not available. No other information known. Dates of use: (B)(6) 2017 to current. Diagnosis or reason for use: pah.